Event description:
This report is based on information provided by philips remote service and has been investigated by the philips complaint handling team. Philips received a complaint on the xl defibrillator indicating that customer is getting a "configuration lost message". There was no reported patient involvement. The philips representative advised the customer that the device is out of support since 31 december 2017. The customer was emailed the end-of-life ( eol) documentation. No further action is needed. Based on the information available the cause of the reported problem is unknown. The problem was not confirmed. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text: device is end of life / end of support.